Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away; had an accident on the motorcycle. The customer was not hospitalized. The cause of death was reported to be accident, multiple injuries, undetermined. The caller noted that the customer was seeing a kidney specialist and was taking blood pressure medication. The caller was unsure of the customer's exact blood glucose, at the time of passing. However, since the customer's cousin worked for highway patrol, they advised to the customer's spouse that the customer's blood glucose level was normal. The customer was wearing the insulin pump at the time of passing. The customer has used sensors, but was not wearing one at the time of passing. The caller did not have the insulin pump at the time of call, therefore, could not verify the serial number. However, the caller confirmed the color of the device, and that was the only insulin pump on the decedent's account file. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with (B)(4) alkaline battery. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. Data analysis: (B)(6) 2015 daily insulin total = 38.400u, (B)(6) 2015 daily insulin total = 35.125u, (B)(6) 2015 daily insulin total = 28.550u, (B)(6) 2015 daily insulin total = 26.650u, (B)(6) 2015 daily insulin total = 35.350u, (B)(6) 2015 daily insulin total = 35.850u and (B)(6) 2015 daily insulin total = 46.850u.